Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 5 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 5 devices: product disposition is not yet determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 5 events for the failure: fluid/blood leak. 4 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99406. Supplemental rationale: corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status: 4 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: degradation problem identified / bearings. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. 3 devices: no device problem found / part/component/sub-assembly term not applicable product disposition: 4 devices: scrapped by stryker. 1 device: product disposition is not yet determined.

Event description:
No change.